Manufacturer narrative:
Concomitant product UDI for cxr is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed in which the pump was removed and replaced. There were no patient complications reported.